Event description:
It was reported that during implant the capture thresholds of the leads were elevated when connected to the pulse generator. Lead measurements through the psa were normal. The pulse generator was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.